Event description:
Event description guidant received information that pre-implant testing found the monitoring voltage for this boxed implantable cardioverter defibrillator (ICD) was low, charge time was longer than expected, and the battery gauge indicated battery strength at 75%. The device is being returned for analysis.